Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -14.0/+1.5/071 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a shorter lens due to the lens being too long; surgeon preference change. The problem was resolved.

Manufacturer narrative:
H3-device evaluation: the lens was returned dry in a micro-centrifuge vial. There was residue/debris on the lens surface. Visual inspection found no visible damage to the lens and debris and residue on the lens. Claim# (B)(4).